Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient feels like their pain came back and that the device was not helping with their pain. The patient went to get a CT scan to check on their injury (unrelated to the device) and after the CT scan, they saw a power on reset (por) code. The patient was able to clear the por code without issue. The patient planned to meet with a local manufacturer representative to have the ins reprogrammed. No further complications are anticipated.